Manufacturer narrative:
This report is being cancelled as there was no malfunction with the iabp. Safety disk reached cycle count and was due for replacement. Revert all sections to blank : b. Adverse event or product problem. D. Suspect medical device. E. Initial reporter. G. All manufacturers. H. Device manufacturers only.

Event description:
This report is being cancelled as there was no malfunction with the iabp. Safety disk reached cycle count and was due for replacement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name was shortened due to character limitations. The complete name is: (B)(6) hospital. E1: event site telephone was shortened due to character limitations. The complete number is: (B)(6).

Event description:
It was reported during an inspection performed by the customer, the cardiosave intra-aortic balloon pump (iabp) security disk had reached the replacement cycle. There was no patient involvement.